Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the stenotic, non-tortuous, non-calcified, right coronary artery (rca) ostium, the nc trek balloon dilatation catheter (bdc) was advanced in the anatomy without use of a guide catheter and no resistance noted. The distal shaft of the bdc buckled and became separated in the anatomy. The procedure was completed and the detached device fragment was successfully snared and removed from the anatomy. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported kink and separation were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.